Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) had fungus on it. There was no report of user or patient impact. The following has been provided by the initial reporter: "one of the pieces has fungus".

Event description:
It has been reported that the bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) had fungus on it. There was no report of user or patient impact. The following has been provided by the initial reporter: "one of the pieces has fungus."

Manufacturer narrative:
H.6 investigation summary: the claim report received for the catalog 220150 plate tsa sb 5% 100mm 10ea lot 1344135 with pr number (B)(4) is classified as confirmed because a unit with bacterial contamination was detected, however, in the investigation carried out, the defect reported by the client at any stage of the production process and storage, when the product was in bd's custody. Review of the batch file: the batch file records were reviewed, verifying that the inspection activities were carried out during the control of the filling process, in the final inspection and upon delivery to the cold room with satisfactory results. Analysis of customer samples: the correspondence of the batch number reported with the invoice is verified, since the evidence photographs sent do not show the reported batch, confirming the presence of contamination in a unit, which appears superficially. Corresponding to a single colony of bacterial type presenting a morphology similar to that of a bacillus or proteus and not a fungal growth as reported by the client. Analysis of retention samples: the retention samples were recovered without detecting the presence of microbial growth, neither superficial nor internal. Additionally, they were delivered to quality control for visual inspection and analysis for the microbial load test, without detection of microbial growth. Conclusion: this complaint has been confirmed based on the photographs, invoice (where the reported batch is verified) and samples provided by the client. All tests were satisfactory and without any observation of the defect. The root cause could not be determined.